Manufacturer narrative:
Concomitant product: product ID 3889-28, lot # va0n07b, implanted: (B)(6) 2014, product type lead. (B)(4).

Event description:
The consumer reported she went through airport security on (B)(6) 2015 and she was not sure if she had therapy on or off. She felt vaginal and lower stomach pain on the morning of (B)(6) 2015. The patient wanted assistance to make sure that stim was off. Patient was in program 1 at 0.75v. After therapy was confirmed to be off, the patient still had vaginal and stomach pain. She thought she might have had a urinary tract infection (uti) since she got them all the time. The patient usually had canal inflammation and a burning sensation with her uti, but she did not have the burning sensation at this time. She took cipro to see if it will resolve the pain. The patient also mentioned a desire to remove the device so she can have an MRI for her back issues which she had on and off prior to having the device. There was no trauma or fall related to this issue. There was a sudden change in therapy/ symptoms noted. The patient was indicated for urinary dysfunction/ sacral nerve stim, bowel dysfunction/ sacral nerve stim, fecal incontinence and gastrointestinal/ pelvic floor. No further information was provided. If additional information is received, a follow up report will be sent.